Manufacturer narrative:
B4:23jul2021. The reported issue was unable to be confirmed by an operational check performed. The service engineer calibrated the touchscreen and confirmed that it operated normally. While no abnormality was confirmed by the operational check, the touchscreen was replaced to prevent a recurrence. The touchscreen assembly was received for failure investigation. Testing of the touchscreen revealed no failures.

Event description:
The customer called technical support (ts), reporting that the device¿s touch panel could not be manipulated. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered right before the unit was used for a patient. The device was switched out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted due to this failure. A service engineer retrieved the unit, and an operational check was performed in the sales office. However, the unit was operable with no issue.